Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, l/n l234587) was received cracked at the most proximal laser cut teeth segment on the shaft. The shaft was not completely broken into 2 pieces and received at us cq. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was intended to be measure. Document/specification review: based on the date of manufacture the related drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was cracked. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, l/n l234587) as the shaft of the device was cracked and not completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.037.028, synthes lot number: l234587, manufacturing site: hägendorf, release to warehouse date: may 05, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot & UDI updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the femur with the trochanteric femoral nailing system advanced (tfna) system on (B)(6) 2019, the handle of a hex flexible screwdriver broke but did not fail completely while trying to remove from locking the unknown helical blade set screw. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: unknown tfna helical blade (part# unknown, lo# unknown, quantity# 1). Unknown tfna nail (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).